Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased threshold and impedance were observed on the left ventricular lead. An echocardiogram revealed a cardiac perforation. The lead was repositioned into the intraventricular septum and the event resolved. No allegation of lead malfunction was suspected. The patient was stable.